Event description:
Bilateral capsular contracture, left baker grade 3.

Manufacturer narrative:
The device was returned intact and functional with light yellowing; the device weighed 4.0g over specification.